Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic hepatic cyst fenestration procedure, the top jaw fell off in to the patient. The broken jaw was retrieved, but it was unknown how. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): batch #m91y66. The device was returned with the upper jaw detached and returned with the device. In addition, the I-blade upper tip was broken and lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to the I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.